Manufacturer narrative:
Visual analysis of the returned device identified: green particles in 3% of outer surface mold like appearance and fluids inside device. A leak test was performed which not identify any openings on the device. Microscopic analysis was performed which did not identify additional observations. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Not were found openings on the device and not found possible damage on valve, for this reason I cannot confirm the complaint (deflation).

Event description:
Healthcare professional reported a left side ruptured tissue expander. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a ruptured tissue expander of an unknown side. The device has been explanted.